Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, presyncope, a pounding heart rate and a "woozy" feeling. The patient showed these symptoms when the implantable pulse generator (ipg) paced in the ventricle during rate drop episodes. Reprogramming was carried out and the ipg remains in use. No further patient complications have been reported as a result of this event.